Event description:
A hospital in (B)(6) reported that the 70mm infant nasal tubing had holes/tears. No patient consequence was reported and the hospital has not confirmed whether this defect was found before or during use.

Manufacturer narrative:
(B)(4). The nasal tubing provides a nasal interface with a lightweight, flexible extension which attaches to the inspiratory and expiratory circuits and provides a stable prong connection while allowing the patient's head to move freely. Method: the returned complaint device was visually inspected. Results: the visual inspection revealed that the breathable film of the flexitrunk was torn at the fourth spiral near the circuit connector end of the tubing. A lot check could not be performed as no lot number was provided. Conclusion: the root cause of the damage to the evaqua tubings on the patient interface cannot be determined. However, rough handling by the user is a possible cause. It is also possible that a sharp object may have weakened the film, eventually causing it to rip when stretched. Our user instructions state: "use caution when positioning the infant interface. Sharp edges and/or abrasive surfaces may damage the product" a caution insert to remind the user to take extra care when handling the flexitrunk has been included in the packaging since (B)(6) this year.